Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Male consumer via phone stated that the oral-b toothbrush heads kept slipping off, getting stuck in his mouth. No injury was reported.